Manufacturer narrative:
This report is being supplemented to provide additional information based on details of an olympus endoscopic support specialist (ess) visit to the facility, third-party culture results, the device evaluation and the legal manufacturer's final investigation. An olympus ess was dispatched to the user facility where the following deviations from instructions for use (IFU) were confirmed: -brush the distal end of the endoscope, except the forceps elevator and the forceps elevator recess, by using the single use channel-opening cleaning brush until no debris is observed on the distal end of the endoscope. Leave the endoscope with attached accessories immersed in the detergent solution, according to the instructions of the detergent manufacturer. Olympus provided result of the culture test, performed at the third-party labs, which resulted in positive in the following sampling location: sampling date: (B)(6) 2023. Sampling from: distal end/forceps elevator. Cfu: unknown. Bacterial identification: micrococcus luteus. Sampling from: instrument/suction channel. Cfu: unknown. Bacterial identification: staphylococcus epidermidis, staphylococcus pasteuri. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: surface scratches and tear marks on the wall of the biopsy channel. A kink and discoloration in suction channel. Multiple dents on the distal end cover. Deterioration of the glue around the lenses. Glue around the bending section cover was also inspected and found deteriorating as pinholes, cracking, peeling, etc. Was observed. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ IFU instructs manual cleaning steps in the following item. IFU: evis exera ii tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for unspecified colony forming units (cfus) of coagulase-negative staphylococci and enterobacter cloacae (mixed with yeast and an additional gram-negative rod). The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It was stated to be unknown if any patient infection occurred or if any patients were infected. A medical review will be conducted to assess this risk further. The findings of this review will be provided in a follow-up report. The customer confirmed that pre-cleaning is performed immediately after the procedure. The customer indicated that pre-cleaning is performed by using detergent on a sponge that activates in water. It was further detailed that the entire insertion tube starting at the hub too the distal tip is wiped down with the sponge. Detergent water is then suctioned through for thirty seconds. The air/water adapter is then installed and depressed for thirty seconds then released for thirty seconds to flush out the channel. After cleaning pre-cleaning, the scope is transported to the ¿dirty scope cleaning sink¿ to be manually cleaned. The customer confirmed that the endoscope is being leak tested prior to manual cleaning. The model of the leak tester was an mu-1. During the manual cleaning process the endoscope is brushed clean, using an unspecified single use brush. For automated endoscope reprocessor (aer) treatment, an oer-pro machine is used with endoquick detergent and acecide (disinfectant). The scope is stored in an unspecified drying cabinet. The customer reported no existing problems with the aer. The customer confirmed that the minimum effective concentration is being checked before every wash cycle. The customer confirmed that the scope is not eto sterilized. The last programed maintenance for the aer machine was in april 2023 (specific date was unknown). Additionally, the annual reprocessing in ¿ service training conducted by an olympus endoscopy support specialist was performed at that time. The customer confirmed that there had been no changes in reprocessing personal since the last in-service training and that all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.